Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited an atrial lead safety switch (lss) due to high out of range pace impedances. The patient was brought in for evaluation and there was noise on the atrial channel when in the unipolar configuration. The physician at that time decided to monitor the patient on the remote monitoring system. Subsequently, the device continued to trigger lss switching the lead configuration back to unipolar. The patient is not pacemaker dependent and not symptomatic therefore, the physician will continue to follow the patient in unipolar. This product remains in-service.